Manufacturer narrative:
(B)(6). The device was serviced by a service technician as part of preventive maintenance. Visual inspection, functional test and a review of the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection found a broken door cover, broken housing and a damaged ac power cord. The f38 alarm was identified during functional testing and in the alarm logs. The cause of the alarm was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.